Manufacturer narrative:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with a set amount of insulin. According to the reporter, the power issue began on (B)(6) 2013. The patient did not take any action based on the alleged issue. Later that same day at 4 pm, the patient was tested at 496 mg/dl on an ems meter and required medical intervention with 16 or 18 units of lispro insulin. The patient reportedly did not have any symptoms at the time of concern. During troubleshooting, the patient was educated on the subject meter's behavior and auto-shutoff feature but the issue was not resolved. There was product misuse. Based on the information, the meter's battery did not require recharge. This complaint is being reported because, the patient required hcp medical intervention for a blood glucose reading of 496 mg/dl after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and the meter functioned properly. The ac adapter and usb was also functioned properly with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with a set amount of insulin. According to the reporter, the power issue began on (B)(6) 2013. The patient did not take any action based on the alleged issue. Later that same day at 4 pm, the patient was tested at 496 mg/dl on an ems meter and required medical intervention with 16 or 18 units of lispro insulin. The patient reportedly did not have any symptoms at the time of concern. During troubleshooting, the patient was educated on the subject meter's behavior and auto-shutoff feature but the issue was not resolved. There was product misuse. Based on the information, the meter's battery did not require recharge. This complaint is being reported because the patient required hcp medical intervention for a blood glucose reading of 496 mg/dl after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.